Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 600 mg/dl. The customer treated the high blood glucose with a manual injection. The customer believed that they were experiencing diabetic ketoacidosis, but did not seek medical attention for it. The customer stated that the buttons were sticking. The customer stated that the basal rates were not programed in the insulin pump. The customer was transferred for further assistance. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.